Manufacturer narrative:
Corrected data: b3- date of event is corrected to (B)(6) 2024 claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -12.50/2.50/081 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2024. Excessive vault was observed. On (B)(6) 2024 the lens was exchanged for a shorter length lens and the problem was resolved.